Manufacturer narrative:
Third-party repair restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device was unable to start due to a dcps power supply issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.